Event description:
It was reported that during a stenting treatment procedure, the device was removed with the stent partially deployed. The >60% occluded target lesion was located in the common bile duct. While deploying the 10x79x750 sentinol biliary stent, the outer shaft separated from the stainless steel handle. The stent could not be fully deployed. The device was removed with the stent approximately 1-1.5cm deployed. The procedure was completed with a non bsc stent. There were no patient complications reported and the patient¿s status is stable.

Manufacturer narrative:
Device lot number corrected from 14209295 to 14309144. Device expiration date corrected from 03/20/2014 to 04/24/2014. Device manufactured date corrected from 03/21/2011 to 04/26/2011. Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: examination of the returned product revealed the toughy was in the closed position. The exterior shaft was buckled adjacent to the edge of the exterior hub. The stent was partially expanded and extending 6mm from the distal end of the exterior shaft. The exterior shaft was detached from exterior hub. Magnified inspection confirmed that the fractured end of the exterior shaft was pushed downwards, consistent with ductile deformation. The shaft separation prevented functional testing. There was no damage to the handle. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the device was removed with the stent partially deployed. The >60% occluded target lesion was located in the common bile duct. While deploying the 10x79x750 sentinol biliary stent, the outer shaft separated from the stainless steel handle. The stent could not be fully deployed. The device was removed with the stent approximately 1-1.5cm deployed. The procedure was completed with a non bsc stent. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).